Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-04669. It was reported the pt was feeling stimulation at the ipg pocket. The pt received two pocket adapters with the same lot number. Follow up identified the physician planned to undertake surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.